Manufacturer narrative:
The product was returned with the membrane completely unfolded and traces of blood on the exterior of the catheter. The extender tubing and insertion components were also returned. The technician attempted to insert the returned 0.025¿ laboratory guide wire through the inner lumen of the returned iab and found that the inner lumen was occluded at the iab tip. The technician was able to clear the occlusion and a clear dried substance was observed at the tip of the guide wire. A sample was taken and it was tested via infrared spectroscopy and was found to be silicone. Silicone is used as a lubricant during the manufacturing process and has been determined to be biocompatible. Additional investigation after sectioning the tip indicated that the tip restriction was caused by tip material, not silicone. This has been determined to be a manufacturing defect. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint # (B)(4); record # (B)(4).

Event description:
It was reported that insertion of the intra-aortic balloon (iab) in an emergency the guidewire was difficult to advance through. The date of the event is unknown. There was no injury or harm to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that insertion of the intra-aortic balloon (iab) in an emergency the guidewire was difficult to advance through. The date of the event is unknown. There was no injury or harm to the patient.